Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse reported to fresenius that fluid was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient's treatment. The nurse reported that a heater bag not detected message and a patient line (pl) is blocked message were encountered during setup and treatment. The nurse confirmed the patient completed treatment on the cycler and fluid was found after the completion of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains at the facility and has not been utilized since this treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that fluid was discovered on the inside of the cassette door of the cycler after ending a peritoneal dialysis (pd) patient's treatment. The nurse reported that a heater bag not detected message and a patient line (pl) is blocked message were encountered during setup and treatment. The nurse confirmed the patient completed treatment on the cycler and fluid was found after the completion of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains at the facility and has not been utilized since this treatment.